Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the shop floor paperwork was not possible as the lot number is unknown.

Event description:
It was reported that during a pta treatment procedure, stent dislodgement occurred. "The stent dislodged from the balloon and landed in the left iliac, the physician treated the right, but deployed the 7.0x30x75cm in the left iliac, and continued on to treat the right with no complications to the patient." The current patient condition is reported as "ok." Further information has been requested about this event.